Manufacturer narrative:
Concomitant medical products: dtba1q1 lead implanted: (B)(6) 2016, 429888 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was intermittently undersensing. It was also reported that far field r-wave (ffrw) o versensing was suspected on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a cardioversion was performed and the ra lead was reprogrammed.